Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the clinical study patient with this artificial urinary sphincter (aus) experienced discomfort at the device site. No actions have been taken to treat the event. The event was classified as possible related to the device and causal relationship to the procedure. Seven months later the event was classified as resolved. No further information was provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the clinical study patient (ausco u0669) with this artificial urinary sphincter (aus) experienced discomfort at the device site. No actions have been taken to treat the event. The event was classified as possible related to the device and causal relationship to the procedure. No further information was provided.

Event description:
It was reported that the clinical study patient (B)(6) with this artificial urinary sphincter (aus) experienced discomfort at the device site. No actions have been taken to treat the event. No further information was provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.